Event description:
It was reported that cadd pump - delivery inaccuracy. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition. A review of the event history log (ehl did not confirm the record related to the reported event. During the functional testing the reported issue was unable to be duplicated. The root cause of the issue was unable to be determined or found. No repair needed as there was no fault found.